Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. It was noted that the burr of the catheter unit was detached from the catheter coil and was stuck to the fractured guidewire that was returned separately from the rotablator burr unit. The burr was microscopically examined, the annulus of the burr was found to be flared. It was noted that adhesive residue was evident within the distal burr. The distal coil was examined under microscopy and no issues were noted. A scratch test was performed and confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr detached. The lesion is located in the right circumflex. A rotalink burr 1.25 mm was selected to treat the target lesion. During rotablation of the device, it was noted that the burr detached from the system and got stuck in the vessel. Snaring was done to pick up the burr from the vessel and was fixed on the rotawire. The burr was easily removed since the diameter (0.014") of the rotawire is much bigger than that of the burr. Procedure was completed with this same device. No patient complication were reported and the patient's condition is stable.

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr detached. The lesion is located in the right circumflex. A rotalink burr 1.25mm was selected to treat the target lesion. During rotablation of the device, it was noted that the burr detached from the system and got stuck in the vessel. Snaring was done to pick up the burr from the vessel and was fixed on the rotawire. The burr was easily removed since the diameter (0.014") of the rotawire is much bigger than that of the burr. Procedure was completed with this same device. No patient complication were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).